Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion: neither the device or images were returned. Medical records were provided. The medical records allege two filter limbs perforated the ivc wall. Allegedly during retrieval, thrombus was identified in the superior vena cava and the procedure was aborted. No attempt was made to retrieve the device. Based on the medical records, perforation of the ivc can be confirmed. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall.

Manufacturer narrative:
No device or medical images have been made available to the manufacturer. The lot number for the device was provided, a review of the device history records will be performed. The investigation of the reported event is currently underway. Medical records were received and reviewed. The patient had a history of pe, dvt, severe stenosis and a fractured spinous process. A vena cava filter was deployed successfully for protection of pe due to back surgery. A laminectomy was performed for l4-l5 spinal fusion. Four months post filter deployment a CT scan demonstrated two filter limbs perforating the ivc wall. An attempt to retrieve the vena cava filter was made two weeks post CT scan; however, the filter retrieval procedure was aborted due to thrombus in the superior vena cava. No additional attempts were made to remove the filter. There was no reported patient injury. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post vena cava filter deployment, a CT scan demonstrated two filter limbs perforating the ivc wall. Filter was deployed prior to back surgery for protection of pulmonary emboli. An attempt to retrieve the vena cava filter was made two weeks post CT scan; however, the filter retrieval procedure was aborted due to thrombus in the superior vena cava. No attempt was made to remove the filter. There was no reported patient injury.